Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s lead impedance, and high voltage charging were found to be normal. The reported event of high pacing impedance was not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for implant of the implantable cardioverter defibrillator (ICD). During the procedure the left ventricular impedance measurement exceeded the upper limit. However, the lead pacing impedance measurement was within the normal range when tested separately. The anomaly was believed to be a device header associated with device, and the replacement device was used to completed the procedure. There were no patient consequences.